Manufacturer narrative:
D9: 27-may-2025. H3: one used unit was received for evaluation. Functional testing was performed and the water used during testing was leaking from the joint point on the side of filter. The customer reported issue was confirmed. Such a defect might happen during manufacturing, so the supplier has been informed about this issue by the supplier quality department. No trend of confirmed customer complaints related to this failure was identified. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products. Another one customer complaint was received against the affected lot number but was regarding a different issue unrelated to this complaint.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that filter leakage was found while using the product within 1 hour. The problem was resolved by replacing with a new one. There was patient involvement and no patient harm reported.